Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A corrective and preventative action has been opened to address the reported issue. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. .syringe empty message was found in pump event history log. Reported problem was able to be duplicated during syringe test. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced position pot. Performed maintenance.

Event description:
It was reported that the device was presenting with syringe empty. No patient injury was reported.